Manufacturer narrative:
The reported events of a lead fracture, high defibrillation impedance, and high pacing impedance were not confirmed. Visual, x-ray and electrical testing that could be measured did not find any indication of conductor fractures but did find an internal short consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow-up. During examination of right ventricular (rv) lead, it was noted that there was high pacing lead impedance and high voltage lead impedance. It was also observed that the rv lead had conductor fracture. The physician explanted and replaced the lead on (B)(6) 2021. The patient was in stable condition.